Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue was verified, but the screen on/ quick bolus button issue could not be verified.